Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted that the ratchet switch was broken off of the device. A functional evaluation found that the jaw rotation worked without difficulty. The jaw toggled and functioned without difficulty. Ratchet function worked properly if physically actuated, but could not lock into place because the switch was disengaged. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. Replication of the reported condition may occur when improper or excessive force is exerted on the device. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy, the trigger fell off during use. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy, a part of the device fell off during use. Another device was used to complete the case. There was no patient injury.